Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement was 0.101 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.101 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.113 ohm to 0.003 ohm when the pem/ground stud wire was agitated. Assignable cause for the rite failure of ground bond failure was determined to be caused by a poorly seated pem/ground stud wire. Scrap pem/ground stud wire. The device was sent for servicing